Manufacturer narrative:
The lead was returned with no reported event. As received, only the connector region of the lead was returned for evaluation. Visual examination found one external abrasion breaching the optim sheath only, consistent with friction to the device can. No other anomalies were noted with the exception of procedural damage

Event description:
This report is to advise of an event observed during analysis. External abrasion.